Event description:
Pt reported she has experienced elevated blood glucose of up to 200 mg/dl and wetness in the cartridge compartment of the infusion device over the past (B)(6) months. Pt delivered insulin via the infusion device and pen as treatment for hyperglycemia. Pt felt sick and was very thirsty due to hyperglycemia. Pt believes the insulin cartridge is leaky. She used another lot number of cartridges and the same thing occurred. The cartridges are not reused and are changed every 5 days. The infusion needle and tube are changed every 2-7 days and sometimes pt reuses the needle. Pt was referred to the user guide. Pt did not have an infection or start new medication. Normal blood glucose level is 100 mg/dl. Infusion device was not exposed to water or electromagnetic fields. Correct type of battery was used in the infusion device, and the battery setting was programmed correctly. Infusion device was replaced and requested for evaluation. Cartridge and infusion set were also requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the untied states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.